Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device misfired on something and the stapler only cut half across the staple line. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged slip block assembly, firing knob dislodged. The analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no short cut or absent cut were noted during functional testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.